Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was over 600 mg/dl. The customer was to call back to troubleshoot with tandem technical support. Although tandem technical support attempted to contact the customer, no additional information was provided.